Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. The insulin she was taking was not bringing her blood glucose level down as it should. She treated her blood glucose level with a manual injection. The customer saw an air bubble along the tubing length. The insulin pump alarmed no delivery. The device was not returned.